Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right af procedure, blood coagulated in the hole of the tip of the catheter and the irrigation was blocked. The catheter was introduced into the patient, and after 5 minutes it was noted that the physician forgot to connect the tubing to the catheter. The device was removed, and irrigation was attempted but the pump alarmed stating that the pression was high due to coagulated blood that was on the irrigation tip. The device was replaced and the procedure was completed with no adverse patient consequences.